Manufacturer narrative:
The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A surgical technician reported that a patient presented with inflammation and 1+ diffuse lamellar keratitis (dlk) in the left eye one day post lasik. The patient's previously prescribed topical steroid eye drops were increased and the patient was prescribed an oral steroid. The patient was seen in follow up and the inflammation and dlk has resolved.